Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Visual inspection identified the tubing separated from the dark blue connector. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap transfer set detached from the switch during peritoneal dialysis therapy. This event occurred during use with patient involvement. The detachment occurred without any extra force. The switch was not broken. There was no patient injury or medical intervention associated with this event. No additional information is available.